Event description:
It was reported by an anesthesiologist that a vns patient becomes bradycardic when being put under anesthesia and the vns goes off. Additional relevant information has not been received to-date.